Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0aaby, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type lead.

Event description:
The manufacturing representative reported that patient's device was not working for them and hurt when they turned it up. Upon opening the pocket, the lead had twisted upon itself and ultimately separated from the insulation. Lead was removed in its entirety and replaced with a new one.